Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of small signal amplitude, resulting in an inappropriate shock to the patient. It was observed that the smart pass feature of this s-ICD had previously been disabled. Technical services (ts) discussed troubleshooting options. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to the inappropriate shock and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of small signal amplitude, resulting in an inappropriate shock to the patient. It was observed that the smart pass feature of this s-ICD had previously been disabled. Technical services (ts) discussed troubleshooting options. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to the inappropriate shock and replaced with a transvenous device. No additional adverse patient effects were reported.